Event description:
A (B)(6) male patient called zoll customer support to report that his electrode belt connector was broken. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector broken) has been confirmed. Upon investigation the electrode belt trunk cable connector was severed from the trunk cable. The root cause for the damaged connector could not be positively identified but was likely physical abuse. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.